Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Initial reporter's telephone: (B)(6). (B)(4) - the issue of guide catheter broken. The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex biliary rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the attempt to deploy an advanix double pigtail stent as the pullwire was retracted the guide catheter broke and remained within the stent in the patient. The broken piece of the guide catheter with the loaded advanix double pigtail stent was removed from the patient with a snare. The procedure was completed with a competitor's device. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent was not returned. Visual evaluation of the delivery system revealed the guide catheter to be detached from the pull wire/hypotube assembly. The guide catheter was also found to be kinked near the proximal end where it attaches to the pullwire. The hypotube was found to be within specification. The pullwire was attempted to be actuated, however resistance was met. The pullwire was able to be actuated by using excessive force. A sticky residue was noted on the proximal length of the pull wire, near the handle; this residue caused the resistance met when retracting the pull wire. It is possible the residue was from the procedure or device preparation. During manufacturing, a substance of this kind is not applied to the pull wire. Based on the available information, the residue could not be identified. It is likely the user experienced difficulty when retracting the pullwire due to the residue. It is also possible that anatomical or procedural factors encountered during the procedure (such as tortuous anatomy) limited the performance of the device. It is also possible that customer maneuvering of the device contributed to the noted damage. However, based on the available information, the exact root cause for this complaint cannot be conclusively determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a naviflex biliary rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the attempt to deploy an advanix double pigtail stent as the pullwire was retracted the guide catheter broke and remained within the stent in the patient. The broken piece of the guide catheter with the loaded advanix double pigtail stent was removed from the patient with a snare. The procedure was completed with a competitor's device. The patient was reported to be in stable condition after the procedure.